Event description:
It was reported that signal loss over one hour occurred on transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Test transmitter voltage was performed and passed. Nordic bluetooth pairing test/download was performed and passed. A review of the share log was performed and signal loss was found for serial number (B)(6) within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. The reported event of signal loss over one hour is reportable because there were no errors present in the log. No injury or medical intervention was reported no injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem additional. D10: device availability additional. H2: additional information /device evaluation. H3: device evaluated by manufacturer additional. H6: event problem and evaluation codes additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.